Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, and trace ketones. Reportedly, the customer received an incomplete bolus alert after attempting to deliver a bolus. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.